Manufacturer narrative:
Date of event: unknown. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter, described as ¿white spots and silicone film¿, was found on 40% of the bd luer lok¿ syringe(s) that were shipped to the distributor. The syringes were not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: DHR review could not be performed due to unknown batch #. Sample evaluation: 3 used 3ml syringes were received by bd canaan and evaluated. The syringes had fentanyl labels and medication leftover inside the barrel. One of the 3 syringes appeared to have pooling of silicone on top of the stopper. The other 2 syringes did not appear to have excess silicone amounts, however evaluation was complicated due to medication residue. The sample with visible excess pooling was sent for further fm evaluation ftir analysis. Flks received (1) 3ml syringe without any packaging. As per request, the returned syringe was examined and exhibited clear droplets of material in the barrel. This appears to be the fentanyl medication residue leftover in the barrel. The stopper was examined and exhibited material on the surface of the stopper. The large droplets of medication were carefully removed from the sample. Ftir analysis was completed on the material seen on the stopper and the spectral analysis shows that this material is most likely silicone. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. However in this case, there is an unusual aggregation of silicone on the stopper which created the noticeable appearance. Bd applies silicone to its syringes under carefully controlled conditions that are monitored for compliance to both bd standards as well as meeting the requirements of the iso standard for syringes ¿ iso 7886-1. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Investigation conclusion: without a known batch# root cause investigation cannot proceed.